Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 25/aug/2022, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] daily for renal replacement therapy (rrt) fell while undergoing treatment on (B)(6) 2022. The patient alleges the fall was caused by repeatedly getting out of bed to address multiple liberty select cycler alarms (drain complications). Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room (ER) with left hip and forearm pain after a fall at home. While in the ER, the patient reported she tripped over her liberty cycler set tubing (noted the patient has longstanding history of falls as reported by the pdrn) and fell to the floor. The patient underwent multiple radiographic tests, and no acute processes (e.g., fractures, breaks) were noted. The patient was provided pain medication and was released several hours later (>24-hour observation admission). The pdrn reported the patient continues to use the same liberty select cycler without reported issue.

Event description:
On (B)(6) 2022, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] daily for renal replacement therapy (rrt) fell while undergoing treatment on (B)(6) 2022. The patient alleges the fall was caused by repeatedly getting out of bed to address multiple liberty select cycler alarms (drain complications). Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room (ER) with left hip and forearm pain after a fall at home. While in the ER, the patient reported she tripped over her liberty cycler set tubing (noted the patient has longstanding history of falls as reported by the pdrn) and fell to the floor. The patient underwent multiple radiographic tests, and no acute processes (e.g., fractures, breaks) were noted. The patient was provided pain medication and was released several hours later (>24-hour observation admission). The pdrn reported the patient continues to use the same liberty select cycler without reported issue.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set, and the serious adverse event of a fall, as the patient was actively undergoing pd therapy when the event occurred. Per the pdrn, the patient reported the fall was caused by frequent liberty select cycler alarms (drain complications), which forced the patient to repeatedly get out of bed. The patient then tripped over the liberty cycler set and fell to the ground. Per the pdrn, the events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. Falls are common among the esrd community due to a number of physical and environmental factors. Based on the totality of the information available, the liberty cycler set cannot be excluded from having a causal/contributory role in the patient¿s serious adverse events. There is no report the liberty cycler set failed to meet user expectations; however, the liberty cycler set was what caused her to trip and fall. Furthermore, the liberty cycler set is a known trip hazard which may result in falls. Therefore, this clinical investigation cannot disassociate the product from the serious adverse events. Should additional information become available, please resubmit for a clinical review and the clinical investigation will be updated accordingly.